Manufacturer narrative:
The AED was returned to (B)(4) and an investigation will be performed.

Event description:
The emt (a customer pre hospital volunteer organization) was called to treat a cardiac arrest. After connecting the electrodes the AED analyzed the patient's rhythm and prompted "shock advised." After delivering a shock and administering CPR, the patient's rhythm was analyzed again and a second shock was advised. While the device was charging to shock it suddenly stopped and prompted the user to remove the battery completely. The intensive care ambulance arrived at this time and the paramedics took over care of the patient and resuscitated him with their own defibrillator. The patient regained blood perfusion before being evacuated to the hospital by the ic ambulance team.